Manufacturer narrative:
The suspect device was not returned to olympus and a root cause cannot be determined.

Event description:
A user facility reported to olympus that, after installing a new bulb, the scope images were "pinkish and a little fuzzy." The reported problem occurred prior to the start of a procedure on preparation for use. The intended procedure is unknown. It is unknown if the intended procedure was completed. There was no patient injury or harm, associated with the problem, reported to olympus.